Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 3, 12mm ps insert. An evaluation of the device cannot be performed as the device and further information were not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patients right scorpio knee was revised due to pain and instability.